Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm force bipolar instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken grip that is completely detached from the base causing the breakage of the conductor wire. The broken grip piece was not returned with the instrument. The components adjacent to this broken grip show damage which may indicate potential mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm force bipolar instrument had wire breakage near the wrist. The procedure was completed with no reported injury.